Event description:
It was reported that a patient underwent a an unknown surgery on (B)(6) 2022 and suture was used. During the procedure, the suture broke during suturing. This happened three times in a row. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what tissue was being approximated/ sutured?=>no further information is available. Device return status?=>we regularly contact with sales rep about the device returning. No further information will be provided. Lot number : unk => sbbbqe attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-05164, 2210968-2022-05163.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/11/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigational summary: a paper lid, one empty winding former, a needle-suture piece and a needle of product code hs6855 were returned to ethicon for evaluation. The product code is double armed. Visual inspection and functional testing were conducted on the returned device. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks that appears to be by surgical instrument. The hole was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In addition, the needle suture piece was examined, the swage area was noted to be as expected. However, the end of the suture piece was cut by a surgical instrument. Due to returned condition of the sample cannot functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-05165, 2210968-2022-05164, 2210968-2022-05163.